Event description:
It was reported that the patient presented in clinic the right ventricular lead had exhibited high impedance for about a year. The lead also exhibited a rise in capture threshold. The patient does not experience any symptoms related the cardiac system. Due to another illness no intervention would be performed.